Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient charged half on the saturday prior to the date of the report but the implant was still dead. The patient tried to connect to the implant with their patient programmer and it showed that the patient needed to replace the patient programmer batteries. The patient was also not able to get the recharger on. It was further reported that it appeared that the patient could not use stimulation because, the patient programmer was low and needed replacement and not because the implantable neurostimulator (ins) did not have charge. The patient did state that it was difficult to charge their implant. It was noted that the patient would get new batteries for the programmer. Additional information has been requested but was not available as of the date of this report.